Manufacturer narrative:
No analysis will be performed regarding this event, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain and swelling at the ipg pocket site. As a result, the physician explanted the drg system. The physician determined patient had a seroma causing the issue.